Event description:
It was reported that when using the bd pyxis medstation system drawer 6 cubie a1 was stuck during the process of dispensing medication to the patient. This incident did not cause any delays in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer 6 on the auxiliary device failed to release the cubie pockets located on row board a. A field service engineer worked on the diagnostics tool, where the cubie pockets were released and then reseated to resolve the issue. Additionally, preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.